Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the stylus not working. It was also noted that the electrocardiogram cable was missing. The keyboard cover was missing. The handle was broken. The latch and upper case of the keyboard housing was broken. The left and right keyboard slides were broken. The keyboard cover was missing. The upper and lower handle were broken. The cord bay was broken. The media bay door was broken. The upper bullets were worn. The lower bullets were missing. The system fan was noisy. The radiofrequency(rf) head anti-slip layer was missing. The rf head cable was worn but functional. The rf head top cover was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.